Manufacturer narrative:
Additional information: h6. The reported event was confirmed. The manufacturer evaluation revealed a broken handle resulting from improper device handling.

Event description:
It was reported that the battery holder is broken. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.